Event description:
The surgeon attempted to implant a aq2010v 3 piece silicone lens. The facility stated that the lens felt tight in the cartridge as it was being advanced prior to insertion into the eye. There was a tear in the lens when it was removed from the cartridge. The facility believes that a problem with the cartridge may have caused this event. The injector, model and lot number were not specified by the facility. Cartridge model: aq cartridge fp, lot number 1192191.

Manufacturer narrative:
Evaluation: results: visual inspection of the returned product showed that the of the lens optic and haptic was stuck in the cartridge. Visual inspection of the returned cartridge showed no visual damage. Surgical residue/debris on product. Conclusion: the root cause for this event cannot be determined because the injector used was not returned.